Event description:
It was reported that one day post implant procedure, the ventricular lead exhibited high thresholds with short periods of loss of capture during the night. A chest x-ray showed the lead in similar position to that at implant. The lead was reposition with good lead values. The following day (B)(6) 2017 at check, high ventricular threshold. The threshold was variable, especially with changes to posture. The patient would be monitored over the weekend. The patient did not experience any symptoms from the loss of capture.